Event description:
It was reported the patient's blood glucose level rose to 379 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly detached from the infusion site arm, causing the cannula to dislodge. Additionally, the patient's parent reported insulin leaking during wear.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.